Event description:
It was reported that cardiac tamponade occurred. The 75% stenosed, 20mm x 2.75mm target lesion was located in the moderately tortuous and mildly calcified left main coronary artery. A 2.75x20mm promus element ¿ drug eluting stent was advanced but failed to cross the lesion. The device was removed from the patient. Upon removal the patient experienced a cardiac tamponade. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that cardiac tamponade occurred. The 75% stenosed, 20mm x 2.75mm target lesion was located in the moderately tortuous and mildly calcified left main coronary artery. A 2.75x20mm promus element ¿ drug eluting stent was advanced but failed to cross the lesion. The device was removed from the patient. Upon removal the patient experienced a cardiac tamponade. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).